Manufacturer narrative:
Corrected data: d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the operation, the nurse found blood leakage at the interface between the exhaust cap and the syringe. The leaked blood may come into contact with the skin and cause occupational exposure risk. The nurse immediately stopped the operation and quickly replaced the spare exhaust cap with the same list. After ensuring that the interface was tight and leak-free, the nurse completed the exhaust steps again and disposed of the leaked blood and contaminated original exhaust cap in accordance with medical waste regulations.